Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that resistance was experienced during the fill process. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 183 mg/dl.